Manufacturer narrative:
The compressor mini was investigated by our field service engineer. The compressor was found to have blown fuses and faulty mains inlet due to dust build up. The mains inlet and fuses were replaced. The compressor mini was returned to service after successful verification of proper function. The mains inlet and fuses have not been investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause for the blown fuses in this case has not been determined but the dust that was found in the mains inlet could have been a contributing factor. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor failed to turn on. There was no patient involvement. (B)(4).